Event description:
It was reported the patient was urinating uncontrollably and didn¿t know what to do. It was stated the patient had a loss of therapeutic effect. It was noted the patient had their implant since (B)(6) 2012 and the therapy had been working for them and they weren¿t having a problem. Reportedly, the patient went in for a colonoscopy in (B)(6) and since then they noticed a return of symptoms and stated ¿"if I turn the wrong way I pee." It was noted the patient had been particularly bad the day of report and they stated they "just keeps peeing it won¿t stop." Reportedly, the patient took some pills call bethanechol three times a day and they were for going to the bathroom. The patient stated it seemed like after they had the colonoscopy they had been having problems and had to wear a pad every day." It was stated the patient was used to it working and now it didn¿t. The patient noted that the day of report they got out of the car and it was already coming down their legs by the time they got into the house. Reportedly, the patient had their stimulation turned off when they were in the hospital for their colonoscopy. It was noted the batteries in their programmer were dead so they put new batteries in. It was stated the patient was experiencing some pain in their side where the implant was. It was noted the pain began a couple of weeks prior to report and they didn¿t know if it was coming from the implant and they thought it would go away but it wasn¿t going away.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v920746, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).